Event description:
It was reported that 6 bd solomed¿ syringes were cracked. The following information was provided by the initial reporter, translated from portuguese to english: "customer reports that when applying the product, it was noticed that the syringe was cracked, leading to the waste of the product."

Manufacturer narrative:
H6: investigation: it was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. The photo and sample provided was analyzed and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. CAPA #1035416 was initiated. This is the 2nd related complaint for barrel cracked on the provided lot number 9190268. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd solomed¿ syringes were cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reports that when applying the product, it was noticed that the syringe was cracked, leading to the waste of the product."